Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted with history of 2 episodes of syncope. Electrogram showed high second degree atrioventricular (av) block which progressed to complete heart block over 24 hours, and the patient received a pacemaker system implant as a result. Twenty hours post-procedure, the patient had repeated attacks of stokes-adams syncope. Investigation noted complete heart block and an absence of pacing spikes. Chest x-ray showed the same lead position as before. Further investigation noted high capture threshold and high sensing threshold suggestive of lead failure due to exit block. The right ventricular lead was explanted and replaced. The patient was discharged in satisfactory condition.